Event description:
A report was received that the patient will undergo a revision procedure. No further information is available.

Manufacturer narrative:
Additional information indicates that not enough information is available to follow up with the patient. The physician believes the patient has an scs system, but is unsure if it is a bsn device. No further action will be taken at this time.

Event description:
A report was received that the patient will undergo a revision procedure. No further information is available.

Manufacturer narrative:
Implant date: (B)(6) 2011.